Event description:
A pt with bradycardia, rate 28-30, was connected to the defib for external pacing. Capture was established at about 80 ma of current at a rate of 70-80. While pacing the pt, pacer stopped while the defib remained on. The staff pushed the start button and the pacer continued for about 15 minutes then stopped again.